Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation. Reviews of the complaint history, device history record, drawing, instructions for use (IFU), and quality control procedures, and a dimensional verification, functional test, and visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device showed the dilator inserted into the sheath. The distal end of the sheath had accordioned per the 1mm bump, 1mm from the distal tip. The transition point between the dilator and sheath was smooth. The dilator was removed from the sheath, and biomatter was noted to the dilator. The hydrophilic coating was tested and measured within specification. There was no evidence that the coating had peeled back, flaked, or was inconsistent. The bunching described by the customer will be interpreted as the damage towards the tip of the sheath noted on inspection. Additionally, a document-based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, drawing, and quality control procedures were conducted, and no gaps were discovered. Based on the information provided and the examination of the returned product, investigation has concluded that no cause could be established for the device failure. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: unknown. PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a bilateral aif percutaneous transluminal angioplasty of the superficial femoral arteries involving a (B)(6) year-old male, the hydrophilic coating of a flexor ansel guiding sheath "bunched up" and peeled back from the device upon insertion of the sheath over the wire into the skin. The tip of the sheath appeared to be "accordioned". No part of the device detached. Details of the patient's anatomy are unknown. The device was removed immediately after initial insertion. Latex gloves were worn and heparinized saline was used to activate the coating 30 seconds prior to insertion. The procedure was completed successfully with another device and the patient's outcome was reported as "success/fine". A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.